Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same cases as MDR ID 2134265-2018-03946 and 2134265-2018-04285. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter and a sled. During the procedure, the auto pullback function could not work properly. However, the issue was resolved after the physician used a new opticross¿ imaging catheter and a sled. No patient complications were reported and the patients' status is stable.